Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had received another power error detected alarm on the insulin pump. The alarm occurred within a week of troubleshooting the previous occurrence. The customer¿s blood glucose was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.